Event description:
It was reported that the customer was hospitalized for high blood glucose levels (599 mg/dl). Customer reported having occlusion alarms. The customer reported that the last cartridge change was 4 days before she was hospitalized. The customer was in the hosp for 2 days.

Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novalog. No product returning for eval. Should new info become available, a supplemental form will be submitted.